Manufacturer narrative:
Sections d4, lot number, and expiration date, and d9 were updated. The meter and test strips were received for investigation. The returned meter and strips were tested using a high-level control sample. Results (qc range: 2.5 ¿ 3.7 inr). 1: 2.7 inr . 2: 2.6 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The returned material and the retention material meet specifications. The investigation did not identify a product problem.

Event description:
There was an allegation of discrepant inr results on a coaguchek inrange meter. The initial result was 4.7 inr. Since the result was > 4.5 inr, the patient repeated the test. The 2nd result using a new puncture site was 4.1 inr. As the difference between the results was > 0.5, the patient performed a 3rd test. The 3rd test using a new puncture site was 3.6 inr. All 3 tests were performed within 20 minutes of each other. The patient¿s therapeutic range is 2-3 inr.

Manufacturer narrative:
Section e3 occupation is patient/consumer. The meter serial number was (B)(6). The meter and test strips were requested for investigation; however, the test strips are no longer available as they have been discarded. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.